Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please clarify, what was the issue experienced (please choose one): did the device jam? Was the trigger depressed but no straps were deployed? Were the straps deployed but not adhering to tissue or mesh? If none of the options above apply, please elaborate on the issue experienced with the product: photo investigation summary this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows two straps apparently not forming during surgery. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a bilateral inguinal hernioplasty on (B)(6) 2025 and absorbable straps were used. The device failed to show inability to fix the mesh taps. The malfunction was due to lack of pressure in the mechanism, which forced to provide a second device to ensure patient safety and continuity of the surgical procedure. It should be noted that due to contamination in the surgical field and discarded the device in a red container with multiple gauze covered with blood, the defective device could not be recovered. Additional information was requested.